Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. Merge was notified that there was a discrepancy between the obstetric risk analysis percentiles from the customer's examform and merge's structured report. The customer reported that because of the inconsistency in the numbers, the patient was concerned about the wellbeing of the baby. The patient was reassured that the baby was within the normal range. However, an inconsistency in the obstetric risk analysis percentiles can cause or contribute to potential harm.

Manufacturer narrative:
Testing and evaluation from unity support determined that unity pacs was expecting raw data from the structured report (sr) and attempting to process that data to provide the percentiles. It was noted that the customer was using a different hadlock formulas (tables) than unity pacs used, causing the discrepancy. The fields that were inaccurate were taken out by merge healthcare to avoid inconsistencies and possible patient care concerns. As a result, the site started using a modified ob-send form where they user could easily input the percentile numbers viewable from the sr file under the docs button. This required a few extra steps for the technologist, however, did not appear to significantly impact their workflow. The end result is satisfactory to all users involved as the desired percentile numbers are viewable in the appropriate location of the exam report. No additional information was provided. At this time, no change was made to merge healthcare's obstetric risk analysis calculations. An enhancement request was created under (B)(4) to evaluate the customer's request to update ob-send exam forms to populate with pre-calculated percentiles. If additional information is received from the associated investigation ((B)(4)), a supplemental report will be submitted.